Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a pump system being used to deliver fentanyl and hydromorphone, both at unknown doses and concentrations. It was noted that there was "something else" in the pump, but the reporter did not remember what it was. The indication for use was non-malignant pain. It was reported that the patient had back problems and her left leg from her knee down was numb. The physician ordered a magnetic resonance image (MRI). The change in therapy/symptoms was considered gradual. The patient fell in (B)(6) 2015 and things had been getting worse ever since. The patient needed to use a cane and a walker. It was later reported the patient was falling a lot. The patient fell down some stairs on (B)(6) 2015 and also fell hard onto her knee right after that. The change in therapy/symptoms was now considered to be sudden. It was reported that a computerized tomography (CT) scan myelogram was done after the fall and the healthcare provider (hcp) noted the "lead" as in the spine. When asked to clarify if this referred to a pump system catheter or a stimulator system lead, the reporter stated that it was "a lead or something is hitting something." The stimulator system was placed higher than the pump and the leads were occipital. The numbness and trouble walking got worse every day. The patient was admitted to the hospital for a nerve conduction and that showed that something was "pinched off." The patient was being admitted to the hospital on (B)(6) 2015 to see a neurosurgeon. It was noted the pump worked great to treat the patient's symptoms and the patient did not want to lose it. The patient also had an implanted neurostimulator system implanted at the time of the event. Follow-up information was requested to determine what was "pinched off," that diagnostic tests were performed, what actions/interventions were taken as a result of the event, and the root cause of the event, but no additional information was obtained. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Review of this MDR and additional information received has determined that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements. (See manufacturer¿s report # (B)(4).) If information is provided in the future, a supplemental report will be issued.